Manufacturer narrative:
The actual sample was not returned. Samples from the same lot were examined. All syringes tested exceeded the spec for shield from syringe separation. A review of the lot history records was unremarkable. No other complaints of this nature have been rec'd against this lot. Co is unable to determine the exact cause of the reported failure without the actual sample. Results of co's investigation indicate the device should have performed satisfactorily.

Event description:
Customer reports, a nurse was giving an injection to the arm. After injection the shield disconnected from the syringe. No needlestick occurred, but it nearly did. No injury occurred.